Event description:
The account alleged that the hilow function runs unintentionally. No injury reported.

Manufacturer narrative:
The technician found the hi/low had intermittent functions. The technician replaced the caregiver switch to resolve the issue.